Event description:
Complainant stated that the monarch rocker did not function resulting in a 1-hour extension of surgery. When the rocker was put in the open position, it was found that the tip was out of alignment. The surgeon was able to work around this problem and there was no adverse consequence to pt.